Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the heparin pump. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified the heparin malfunction. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the heparin pump on a fresenius 2008t machine was not working and was redrawing fluid which included the patient¿s blood back into the 10 ml syringe during hemodialysis (hd) treatment. The biomed reported that the machine provided an alarm for the heparin pump. A patient care technician (pct) stated during follow-up that the patient was able to complete treatment on the machine without experiencing a serious injury, adverse event, or requiring medical intervention. The patient¿s estimated blood loss (ebl) was 5 ml. The patient¿s prescribed heparin (0.5 g/hr) was administered manually by the nursing staff via hand pump during the course of the patient¿s four-hour runtime. A fresenius field service technician (fst) was called onsite and replaced the heparin pump to resolve the reported issue. The machine passed all functional testing and was returned to service. No complaint sample was returned to manufacturer for a physical evaluation.